Event description:
The hospital reported that at the conclusion of a procedure, the physician experienced difficulty in removing the intubation fiberscope from the intubation tube. The endoscope was successfully removed from the endotracheal tube when the physician tried to maneuver the endoscope inside the patient. Upon removal of the endoscope from the endotracheal tube, the distal tip had an l-shaped damage. The procedure was completed with the same device. The patient did not sustain any injury.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation revealed that there were excessive image guide breakage. This phenomenon may be attributed to physical damage. There was no l-shaped damage at the distal end, however, there was a minor bend on the bending section, which could be associated with the physician's difficulty in removing the endoscope. Based on a conversation with the hospital, they used a 7.5 mm in diameter intubation tube, which is a suitable size for this endoscope. The cause of the user's experience could not be determined by olympus. This report is being filed in an excess of caution.